Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date unknown. Device is not expected to be returned for manufacturer review/investigation. Device history records was conducted. The report indicates that the: a review of the device history record (DHR) revealed one nonconforming report (nc) was written on the lot of 4.5mm broad lcp plate 12 holes/224mm (lot #6096473). This nc was for all 24 parts from the lot having discolored threads, a cosmetic nonconformance. A subsequent quality engineering review of all 24 parts in the lot found that through normal processing, the lot would be conforming as determined by a 100% final cosmetic inspection. The lot was subsequently inspected and released to the warehouse. No other complaint related anomalies are documented. The (DHR) shows this lot of 4.5mm broad lcp plate 12 holes/224mm was processed through the normal manufacturing and inspection operations. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no product nonconformances noted. As a result of the above and the fact that no device was returned for evaluation, this complaint is deemed unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision due to non-union with a broken plate was performed on (B)(6) 2015. The original procedure, a repair of a periprosthetic right femur fracture, was performed approximately a few months prior to the revision date. The patient had sustained a fall after the original procedure; x-rays showed the non-union but the broken plate was not confirmed until the revision procedure(the plate appeared to be bent in the x-rays). Removed hardware included a 12-hole plate (ten of the twelve holes had been filled with screws; the two middle holes over the original fracture site were left open -this is where the break in the plate occurred). Ten 4.5mm cortical screws(all intact), and one 1.7mm stainless cable. The original competitor's prosthesis was removed and the patient was revised to a new extended prosthetic stem, a periprosthetic plate, two periprosthetic screws and four cables. No surgical delays, no fragments, no additional medical intervention reported. The revision was successfully completed. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Initial reporter: phone number extension confirmed as (B)(6).. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.